Manufacturer narrative:
Initial.

Event description:
It was reported that the user received repeated ¿unable to proceed¿ alerts during fill tubing, which persisted after replacing the connector and insulin cartridge and was most consistent with an occlusion due to a complete blockage in the tubing; the user reverted to backup therapy and replacement infusion sets and connectors were arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem identified during troubleshooting, with device performance consistent with a complete blockage and the affected component identified as the tube. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.